Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's scs system no longer provided effective pain relief. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the entire system was explanted.